Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during a advancement into the guiding catheter through the introducer needle interaction with the introducer needle and/or inadvertent mishandling resulted in the noted bent and misaligned coils and ultimately resulted in the reported detachment. The noted scrapped teflon coating likely occurred due to interaction with the torque device and/or other devices. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during a percutaneous coronary intervention, a balance middleweight (bmw) guide wire was successfully advanced to protect an unspecified side branch with no reported issue. However, during a second advancement into the guiding catheter through the introducer needle with no reported resistance, the tip separated. The guide wire was simply manually removed and a new unspecified guide wire was used to successfully continue the procedure. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.